Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 400 mg/dl. Current blood glucose was 140 mg/dl. Customer stated that there is a crack inside battery compartment. The customer experienced symptoms such as vomiting , difficulty breathing. Customer treated for high blood glucose with bolus. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on troubleshoot customer report customer alleging insulin pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific range and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored four days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Device was downloaded and all bolus delivered were found at the care link report. No unexpected no delivery alarms noted. Device had cracked reservoir tube lip and stained address or serial number label. No cracked battery tube threads noted. Device passed the delivery accuracy test.